Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Analysis of the log file indicated that the connection with the x-ray-pc was lost, confirming the malfunction. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting fse replaced the power supply of the x-ray pc and power distribution unit(pdu) dual switch module(dsm). The defective power supply was returned for analysis and part analysis confirmed that the power supply unit(psu) was faulty. After replacement of x-ray pc power supply and dsm, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the x-ray pc failed to power on. The system was not in clinical use. There was no reported patient or user harm.